Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump's usb port was bent resulting in difficulties charging the pump. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.